Event description:
Allegedly tibial tray is loose. Allegedly there was considerable bone loss on this tibia medially and the tibial stem had broken off of the tibial base. The male morse taper from the base was still in the female taper of the stem apparently which was confirmed on removal.

Manufacturer narrative:
Add'l info received from the rep 09/26/06 for add'l components revised. Investigation is not complete. Add'l info has been requested. Product will not be returned. This report will be amended when the investigation is complete. The device code is addressed in the package insert. This is the same event as 1043534-2006-00087, 00095, 00102, 00103.